Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen. The patient stated that the sensor was removed on the fifth day of use due to hives breaking out on the right side of the abdomen. Once the sensor was removed the skin was itchy, red, and raised for a few days. Patient washed the affected area with soap and water and let air dry. Additionally, the patient stated the reaction wasn¿t anything she couldn't handle, but she has sensitive skin. The patient mentioned the reaction to her gastroenterologist. The doctor did not provide any recommendations or prescribe any medication. Exact date of medical intervention was not provided. At the time of contact, it was indicated that the patient was fine and no longer had a rash. No additional event or patient information is available.